Event description:
Caller states that the customer reportedly received the following results on an active meter, compared to a professional meter, within 10 minutes: 145 mg/dl (active) and 595 mg/dl (nurse's meter) customer was recently put on an insulin pump. Nurse advised caller to treat customer with insulin based upon her meter reading, and not the active meter reading. Customer was experiencing hyperglycemic symptoms (not described), and caller treated customer with insulin. Customer was obtained a reading on another meter after treatment and obtained a reading in the 120-140 mg/dl range (normal for customer). No adverse event reported. Requested return of suspect device and replacement was sent.